Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager (rm) failed to open. A field service engineer (fse) inspected the remote manager, which failed to open. It was appearing in the hardware test application, but the latch was not making any sound. The fse replaced the latch, but the issue persisted. The fse then replaced the remote manager (rm) controller board, but the problem continued. After replacing the medcart cable, the remote manager began working; however, the station lost connection to the tower. The fse attempted to replace the communication sled, but the new communication sled could not be detected. The fse replaced the board on the tower, but it still was not detected. The station was reimaged, but the tower detection issue remained. Finally, the fse replaced the pyxis bus cable, after which the tower was detected. All functions were tested in the hardware test application, and the station was successfully brought back online with remote support service (rss), the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the remote manager failed to open. The user tried to reboot and tried to recover but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.